Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), dyspareunia ("painful intercourse") and abdominal pain ("abdominal pain"). The patient was treated with surgery (patient underwent a hysterectomy to remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, dyspareunia and abdominal pain outcome was unknown. The reporter considered abdominal pain, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("bleeding / other injury (ies) or complication(s) - please describe: heavy clotting") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included sepsis. Previously administered products included for birth control: norplant. On (B)(6)2012, the patient had essure inserted. In june 2012, the patient experienced fungal infection ("infection (bladder/urinary tract/vaginal) type: yeast infection"). In july 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain/pain") and dysmenorrhoea ("dysmenorrhea (cramping),"). The patient was treated with surgery (patient underwent a hysterectomy to remove the essure device/supracervical hysterectomy (uterus only). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain and fungal infection was resolving, the genital haemorrhage had resolved and the vaginal haemorrhage, menorrhagia, dyspareunia, abdominal pain and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fungal infection, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Outcome of event genital haemorrhage was updated from unknown to recovered / resolved. Outcome of event pelvic pain and fungal infection was updated from unknown to recovering / resolving. Onset date of event menorrhagia, vaginal haemorrhage, genital haemorrhage were updated. Historical drug, medical history added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and genital haemorrhage ("heavy clotting") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". On (B)(6) 2012, the patient had essure inserted. In june 2012, the patient experienced fungal infection ("infection (bladder/urinary tract/vaginal) type: yeast infection"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain/pain") and dysmenorrhoea ("dysmenorrhea (cramping),"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("heavy vaginal bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (patient underwent a hysterectomy to remove the essure device/supracervical hysterectomy (uterus only). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dyspareunia, abdominal pain, dysmenorrhoea and fungal infection outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fungal infection, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received - reporter and patient demographic added. Events menorrhagia, dysmenorrhea, yeast infection, bleeding genital, essure confirmation test not done were added. Product start date updated incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.